Event description:
It was reported that, during the explant procedure, the setscrew was stuck. The doctor tried multiple wrenches without success. Technical services advised some options and using the bone cutter on the header. There were no adverse patient effects.

Manufacturer narrative:
Representatives from our quality assurance, manufacturing, and design engineering groups are actively investigating this behavior. Our ongoing investigation efforts are currently focused on understanding the root cause to mitigate the potential for setscrew issues when disconnecting the electrode from these s-icds. Information gained through these efforts will be utilized to implement appropriate preventive action(s), as necessary.